Event description:
While working as a nurse, I experienced a failure of my dexcom g7 sensor. Due to the failure, I was unable to ensure my blood sugar was in a safe range. While walking to the break room to check my blood sugar manually I had a syncopal episode. A fellow employee checked my blood sugar after helping me off the floor. I had a manual blood sugar reading of 49. This has been my 5th sensor failure since I started the dexcom g7 this one put my well being in serious jeopardy. I feel that this product should be investigated for quality issues. I should not have to have such an event from a device that advertises as a safe product when it is not. Pt: 4411. Device: 1535. Ref: mw5188112, mw5188113, mw5188114, mw5188115.